Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, hormone level abnormal, migraine, headache, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported event ¿injury¿ replace with "pelvic pain", events "abdominal pain, apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),menorrhagia (heavy menstrual bleeding), vaginal discharge, hormonal changes, migraines, headaches, fatigue, hair loss", reporter information, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.